Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to pelvic organ prolapse. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence, cystocele. It was reported that following insertion the patient experienced utis and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2012 along with anterior vaginal repair and cystocele repair with xenform.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and cystocele.